Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter defective/damaged the child was discharged from the hospital on january 21 at 15:05 with an indwelling needle, site, left ankle medial saphenous vein, 10% gs + amino acid nutrient solution, and on the 22nd the child was discharged from the hospital, and the removal of the indwelling needle was found to be a large hole, which is a certain safety hazard.

Manufacturer narrative:
Correction: medical device problem code updated from a0504 - leak / splash (1354) to a04 - material integrity problem (B)(4). A complaint history review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review was unable to be performed since no lot/batch number was provided. Retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information is available.